Event description:
Drive devilbiss healthcare was notified of an incident involving a commode by an end user's sister, who reported that the end user fell while supporting herself on the commode armrests and sustained a broken thumb and femur, as well as some bruising. The end user reported treating her injuries at a hospital. Repeated attempts to have the device returned for investigation were unsuccessful. Drive believes they will be unable to gather additional information. Drive is submitting a final report at this time. If pertinent information becomes available to drive at a later date, an addendum to this report will be filed.